Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,d9,d10,h3,h4,h6,h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image on monitor screen. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective txrx module. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had 3d scope not detected, error e226. The issue was found during set up and inspection for use, before patient in the room. There was no report of patient involvement.